Event description:
The customer reported that an 840 ventilator had a blank screen. The failure happened while the device was not used on a patient.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcb. The unit passed extended self-testing.